Event description:
Situation ¿ broken broviac catheter in nnicu patient. Background ¿ patient was born extremely premature, now is very small and was without IV access. Pediatric surgery placed a 2.7 fr tunneled broviac central venous catheter into the patient¿s right internal jugular. The catheter worked well at the time of insertion, with easy flush and blood return. After approximately 6 hours of use, the bedside rn noted blood on the bed and upon further investigation, found a significant crack in the catheter. The line was repaired by pediatric surgery using a broviac repair kit. The broken portion that was removed during the repair has been sequestered. Assessment ¿ after interviewing the bedside rn and inserting surgeon, it is unclear what caused this crack. It is possible that it may have been caused by inadvertently engaging the clamp in a vulnerable section of the catheter (there is a thicker section marked ¿clamp here¿ however, it is possible to clamp the thinner part of the catheter) however we are unable to determine this for sure. Recommendation ¿ given that this catheter was only 6 hours old, we would recommend reporting this issue to the manufacturer for investigation. Even if there was user error, it seems unusual that it would break this easily.